Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. Two photographs of a microintroducer sheath were returned for evaluation. An initial visual observation of the photographs showed a microintroducer with a small split and some plastic deformation on the distal end of the sheath. Evidence of use was observed on the sample in the returned photographs. Although damage was observed on the distal end of the sheath, no details or distinguishing features of the damage can be discerned from the returned photographs which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the tip of the sedinger is split. The department reused other connectors and could not be connected only to find out that it was a problem with the extension pipe interface. It took 0668945 3 packs to re-open the puncture and the patient's arm was numb. This report addresses all three devices. No other information was provided.